Event description:
On 29nov 2012 the customer contacted baxter's service center regarding assistance ending therapy. Which occurred on the homechoice (hc) during use, during dwell 5 of 5. The home patient (hp) need to end therapy in dwell 5 of 5. Per the home patient (hp) her catheter line looked like there was small leak by the body. The hp would drain with manual bag. Technical service representative (tsr) helped the hp end therapy in dwell 5 of 5. The tsr asked the hp to call their registered nurse (rn) today. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on 03 dec 2012 regarding the reported issues. The rn stated that the leak was coming from the side of the catheter; the rn stated they were unaware of the manufacturer information. The rn stated that the home patient (hp) was hospitalized for diarrhea, and vomiting. The rn had no further information available. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse reported the patient had a small hold on her catheter and had it repaired during the patient's hospitalization. The manufacturer of the catheter was unknown to the pd nurse. The cause of the hole in the catheter was due to the technique used by the health professionals when clamping the catheter while the patient received dialysis during her hospitalization. During the follow up, the pd nurse explained the patient was hospitalized on (B)(6) 2012 for vomiting and diarrhea. The patient was diagnosed upon admission to the hospital with peritonitis. The culture results were positive for staph epidermidis and wbc were 3,020. The cause of the peritonitis was unknown at this time. Per the pd nurse the cause of vomiting and diarrhea was due to the peritonitis. The patient was treated with vancomycin 2 gms ip for 14 days and discharged home on (B)(6) 2012. The patient is considered to be recovering from this episode of peritonitis. Patient injury reported: yes medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).